Event description:
Pt underwent surgery to have two 17x24 bak/vista lordotic interbody devices implanted at l5/s1. Initial report stated "driver released implant during insertion, upon re-engagement the driver broke off pieces of the implant" the first cage was implanted without incident using the implant driver. While implanting the second cage, at the same level, it was reported that the cage would not remain engaged with the implant driver during insertion. Surgeon continued to attempt re-engagement with the cage and implant driver through the drill tube. The surgeon was able to advance the cage into the disc space with the driver, up to about 90% fully seated. At that time he could not advance the cage further because the cage end plate was shaved off. The shavings were retrieved (suctioned) from the wound. The surgeon then attempted to further advance the cage with curette, obtained from hospital. While attempting to advance the cage with the curette it was noted that the cage was cracked. The surgeon did not attempt to advance the cage any further, and completed the case by implanting a non-zimmer spine plate system over l5/s1. According to rep no patient complications.